Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that she does not remember anything about the day she was hospitalized, except that she was feeling ill. The customer stated that the doctor found that she had bronchitis and gave her antibiotics to treat the illness. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.